Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-19. H.6. Investigation summary: customer returned (1) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 8239954. Customer states that they could not draw insulin. The returned syringe was tested and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 8239954 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle was unable or difficult to aspirate. The following information was provided by the initial reporter: the customer stated "the parent of the consumer found that her son could not draw insulin."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle was unable or difficult to aspirate. The following information was provided by the initial reporter: the customer stated "the parent of the consumer found that her son could not draw insulin."